Manufacturer narrative:
The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All parameters were met and inspections passed successfully. No product was returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during this alta target market release (tmr), the settings were incorrectly done since the beginning of the procedure; therefore, the mean arterial pressure(map) waveform and values were labeled as central venous pressure(cvp) and the other way around. In the bedside monitor both waveforms were correctly being displayed. Smart wedge feature was not shown as not activated. There was no allegation of patient injury.

Manufacturer narrative:
Updated section h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Based on further engineering investigation, it was determined that the system behaved as expected. The root cause of the event could be attributed to an incorrect set up of the monitor.